Manufacturer narrative:
H10: most likely root cause of the reported event can be traced back to corroded pump bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the replaced boards.

Event description:
See initial report.

Event description:
(B)(4) has received a report that a 3t heater cooler displayed errors related to pumping problems (ee21 and ee22) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge confirmed both errors (ee21 & ee22) and found that distribution board has 2 blown resisters. Patient 1 & patient 2 pumps, distribution board, cpu and ac mains board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.